Event description:
The customer states that a user error occurred when testing with the axsym analyzer. Sample -42 had orders for hbsag, ausab and (B)(6) ag/ab assays while sample -31 had orders for the afp assay. When the operator ordered the testing through their laboratory information system (lis), the operator reversed the order of the samples without realizing this had been done and reported out the results. One of the patients (sample -42) questioned the result, because the hbsag assay result came back non-reactive and the patient is a known positive for hbsag. A visit by an abbott field service representative verified the operator error. No error was found with the axsym analyzer's software. The samples were retested in the correct order and the expected results were generated. The lis interface configuration was found to be at fault. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.